Manufacturer narrative:
Patient ID: (B)(6).

Event description:
(B)(6) study. It was reported that right bundle branch block(rbbb) occurred. Procedure summary: prior to index procedure, heparin or another anticoagulant was given and the patient was on prior regimen of aspirin and other anticoagulants at the time of the index procedure. The patient received a loading dose of 75 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with deployment of a 27 mm lotus edge valve into the proper anatomical location. Post procedure event summary: one day post index procedure, the patient developed right bundle branch block. No action was taken to treat the event. The event was considered recovered the next day.